Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. However, no anomalies were found. Further analysis could not be performed because the device was damaged during analysis.

Event description:
It was reported, that the patient presented with long charge time exhibited on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. Further information was requested, but not received.